Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of ischemia, hemorrhage and tissue injury (vascular injury) is listed in the prostyle instructions for use, as potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficult to open foot and device entrapment may include but, are not limited to tissue or suture caught in the foot. The reported patient effects of ischemia, hemorrhage and tissue injury (vascular injury) are known as an inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced will be filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. The lever was returned to the original position and was removed without issue. A new prostyle suture was successfully placed; however, resistance was noted during removal of the device. It was suspected that the footplate did not retract/close. The lever was lowered to the original position without any resistance noted. The device was then advanced into the vessel and the lever was lifted and lowered to deploy and retract/close the footplate, but the device could not be removed. A puncture was made contralateral on the right common femoral artery, and cag catheter was guided to the left common femoral artery and imaged, to check the status of the lcfa and a hemorrhage was noted from the puncture site due to the difficulty to close the foot plate. The blood flow of distal part was reduced. A cut-down was performed and the groin was dissected on the left common femoral artery and the bleeding point was identified. Hemostasis and the bleeding were controlled with a suture, and vascular tape. Fluoroscopy contrast was used, and it was confirmed that from the cfa [common femoral artery] to the sfa [superficial femoral artery] there was severe stenosis, that required treatment of the intima. The cfa was dissected, and a foot separation was identified. The pre-placed suture and separated foot were removed along with a partial section of thick intima, and the intima incision was fixed with a suture, and imaging confirmed that blood flow resumed. The stenosing was due to the foot separation and intima. The first prostyle device used was then inspected, and a foot break was confirmed. The sheath was upsized to a 16f, sheath and the evar procedure resumed by adding the purse-string suture to the central side from the same position and the subsequent procedure was completed without problems. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.